Event description:
It was reported that the implants require revision due to an infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implants require revision due to heterotopic bone.

Manufacturer narrative:
Additional information: h6. Correction: b5. The reported event could be confirmed as there were scans provided for the planning of new devices. The patient initially received bilateral tmj implants in 2017 and a unilateral right-side implant in (B)(6) 2024. Due to pain caused by heterotopic bone¿not infection¿the right-side devices were removed in (B)(6) 2024 and replaced with a stock implant; revision implants were planned but canceled after the patient passed away in (B)(6) 2025. There was no device failure, and the event was attributed to the patient's condition. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.